Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No:(B)(4). Event description continuation: additionally, the physician had signals available on the defibrillator, anesthesia monitor and the catheters plugged into ref deca port and 20 pole b to monitor the patient¿s heart rhythm. However, the physician¿s opinion regarding the cause of this adverse event is that the failure of the surface leads during radiofrequency was the reason she could not monitor the patient appropriately while burning. The investigation has begun, but it has not been completed at this time. Therefore, we are taking a conservative approach and also reporting this event under the carto 3 system.

Event description:
It was reported that a patient,(B)(6), male, underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with a navistar catheter and the carto 3 system and suffered a heart block which required pacing. The patient's medical history is unknown. During the procedure, a heart block was noticed. The patient needed external pacing until normal rhythm was reached. The patient's diagnosis was a transient heart block that lasted 12 minutes and then resolved. The patient did not require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that the failure of the surface leads during radiofrequency was the reason she could not monitor the patient appropriately while burning. During radiofrequency only, there was noise on the body surface leads and also on the catheter plugged into 20 pole a on both the carto 3 system and the recording system. Signals were available on the defibrillator, anesthesia monitor and the catheters plugged into ref deca port and 20 pole b. They were not sure where the indifferent electrode was placed in relation to the implantable cardioverter defibrillator (ICD). The catheter cable and ECG out cable were changed with no resolution. They reseated the ECG cable in the carto patient interface unit with no resolution. The ground patch was reseated in the smart ablate generator with no resolution. The bard ECG was directly placed on the patient with no resolution. The carto 3 system location pad was discontinued and the noise resolved. Settings during the noise event include: 55 degrees, 120 ohms and 20 watts. This event is being reported under the navistar catheter as the patient required treatment to prevent permanent damage.